Manufacturer narrative:
B5: additional information. Patient outcome: all patients recovering with no clinically significant vision loss from the event. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation could not be performed as the handpiece model number and serial number were unknown. Product testing was not conducted as device not returned, therefore the reported complaint could not be confirmed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson vision will continue to monitor this type of complaints all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that cataract patients presented with toxic anterior segment syndrome (tass) after using phaco handpiece and signature disposable tubing packs. A brief description from the surgery center indicated that they have had 2 cases of tass. Attempts at follow up have been unsuccessful and no additional information is available at the time of this report. This report is for the handpiece used for the 2nd unidentified patient. A separate report is being submitted for the tubing pack used for the patient. Also separate reports for the handpiece and tubing pack will be submitted for the 1st unidentified patient.